Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they admitted to hospital and they allege insulin pump was under delivering. The customer was treated for high blood glucose level with manual injection and insulin pump. The customer stated that the insulin pump was not delivering like it should. The customer reported other blood glucose level was 301 mg/dl, 270 mg/dl, 200 mg/dl, 250 mg/dl, 270 mg/dl, 197 mg/dl, 235 mg/dl, 198 mg/dl. The customer reported that the insulin pump had no delivery alarm and troubleshooting was performed for no delivery alarm. The customer reported that the insulin pump passes displacement test. The customer was using insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.